Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient¿s spinal cord system (scs) had not been used since 2013 and the implantable neurostimulator (ins) was not working. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.